Event description:
The pt contacted lifescan alleging that their one touch ultra meter was reading in the incorrect units of measurement. The medical affairs specialist spoke with the pt in 2005. The pt tests their blood glucose level once a day and takes a fixed dose of daily insulin: humulin n 25 units in the am and 18 units at night. They were told to report low or high readings to their dr. They had been obtaining results they interpreted to be in a normal range for "quite a while". They tested in the morning "about one month ago" and obtained a result they thought to be about "120 something". They began to have a headache and feel ill. They went to the ER. A result of "500 something" was obtained on the ER device more than an hour later. A test was done on the reported meter while they were in the ER within 10 to 15 minutes of the ER device test; the result was interpreted to be "200 something". It is likely that the meter was set to mmol/l instead of mg/dl at the time of concern. The ER result of 500 mg/dl converts to 27.7 mmol/l. The pt was treated with an IV and insulin and discharged to home later that day. The pt contacted lifescan after receiing a letter from lifescan regarding the meter units of measurement. The customer care rep confirmed that the meter was set to mmol/l instead of mg/dl. The pt had owned the meter for more than one year and believed that it previously was set to the correct unit of measurement. They did not reset the units of measurement or other settings in the meter. The pt interpreted their readings to be less than actual. If the meter had been set to the correct unit of measurement, the pt may have reported abnormal readings to their physician earlier and avoided treatment for hyperglycemia in the ER. The event meets the criteria for an adverse medical device reportable. The meter, test strips, and control solution were replaced.